Event description:
A us distributor returned a monitor and reported monitor was receiving check and adjust belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt and check belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.